Event description:
While training the customer on the ventilator, it was noted that the ventilator's audible alarm failed to activate. The alarm assembly was replaced and the new alarm did function properly. No pt involved with this event.